Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance for complete pump reset, successfully performed reset with support assistance, and then successfully started new sensor session without recurrence of cgm error.